Event description:
It was reported that patient underwent oss compress procedure on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to a fractured anchor plug. The anchor plug and spindle were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."